Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Evaluation results: the device was returned to zoll medical united kingdom for evaluation and the device performed to specification. The device was put through extensive testing without duplicating a fault. The device was recertified and returned to the customer. The analysis algorithm incorporated in zoll defibrillators works by taking multiple three-second ECG segments. The algorithm then makes calculations based on ten waveform characteristics for each segment. In general, a minimum of two of the three segments need to be identified as "shockable" to have a result of shock advised. The main contributing waveform characteristics for this decision were chest compressions (CPR) being performed. The manual states to "keep patient motionless during ECG analysis. Do not touch the patient during analysis. Cease all movement via stretcher or vehicle before analyzing the ECG". Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.